Event description:
Patient reported needing to stop aligner treatment due to dental issues. Patient visited the dentist after having on going bleeding, and pain. At the visit dentist found two front teeth were chipped due to the aligners. Dentist referred patient to specialist for unknown reason.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.